Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. It was noted that there was possible double counting or oversensing, not sure if physiologic. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.